Manufacturer narrative:
(B)(4). Batch # r92v1h. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator an alert screen was displayed and no further functional testing could be performed, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that after 2 hours of prof. Surgery, the click sound of the harmonic hd1000i product disappeared, and the grasping part of the harmonic product became very stiff and the hand began to get stronger. Professor, who had difficulty using harmonic products after the click sound disappeared, had no problem with end-point, but he used a new product. No patient consequence reported.